Event description:
Healthcare professional reported right side pain, capsular contracture, baker grade IV, and rupture. The device has been explanted.

Manufacturer narrative:
Continued d.10 concomitant therapies: lovaza®1 g, twice daily, calcium carbonate, daily. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Black particles were observed on the shell. No further actions are required as the device was implanted."

Event description:
Company representative reported pain, capsular contracture baker grade IV, and rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Health effect- f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.